Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was tested extensively without observing any discrepancies. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when they tested it. It was the first time the device was tested, normally they would only check on a monthly basis if the ok icon was showing in the readiness display. In addition the customer reported  that the device did power on and worked properly every time it was turned on when they tested it again the following week. There was no patient use associated with the reported event.